Event description:
Clinical narrative: impella 5.5 was inserted via the right axillary/subclavian artery in a 46-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of impella 5.5 support was not reported. The patient had previously been supported with an impella cp inserted 6 days earlier for ami/cgs and was escalated to impella 5.5.. Concomitant devices were not otherwise reported. Based on the information provided, upon activation of the impella 5.5, a placement signal low alarm occurred immediately. The displayed placement waveform was consistent with an aortic pressure waveform measuring approximately 30/20 mmhg, while the arterial line blood pressure was reported as 90/65 mmhg, demonstrating dissociation between the placement signal and the patient's hemodynamic measurements. Device position was evaluated and confirmed by fluoroscopy and transesophageal echocardiography, demonstrating appropriate positioning approximately 5 centimeters from the aortic valve to the inlet without reported depth concerns. Troubleshooting included exchange of the automated impella controller; however, the alarm persisted. The originally implanted impella 5.5 was subsequently removed and replaced with a second impella 5.5 device. Following replacement, no further alarms were reported and the replacement device functioned as intended. There were no reports of hemodynamic instability, interruption of circulatory support, patient injury, or adverse clinical consequences associated with the event. The replacement impella 5.5 continues to provide support and the patient outcome remains ongoing. Based on the available information, the initial impella 5.5 exhibited device performance not as expected, characterized by a persistent position sensing signal minimum stop alarm despite confirmation of appropriate device positioning by fluoroscopy and transesophageal echocardiography. The event resulted in device removal and replacement; however, no patient harm, hemodynamic compromise, delay in therapy, or adverse clinical outcome was reported. The replacement impella 5.5 functioned as intended following implantation. The patient remains on support and the outcome is ongoing.

Manufacturer narrative:
A1, a6: unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate